Event description:
New information notes that the device exhibited an alert for high, out of range, pacing lead impedance on the rv channel. The upper limit for pli had previously been set to a low value. The upper limit for pli was raised and the patient will continue to be monitored remotely.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited high lead impedance measurements. The device remained implanted and the patient will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.